Manufacturer narrative:
The device was returned with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would contribute to a failure of the adhesive pad to adhere. The cause of the reported adhesive pad failure could not be determined. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 19 mmol/l (342 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. Upon inspection, it was noticed that the pod was leaking, the adhesive was loose and the patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat the hyperglycemia.